Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that a pen ndl 32g 6mm 3b tw 100ct us was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that insulin would not flow during priming and sometimes during the injection. Verbatim: consumer reported no insulin flow when priming and sometimes when taking injections lot: 0057740. Catalog: 320749. Date of event: unknown. Samples: no cl"

Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)."

Event description:
It was reported that a pen ndl 32g 6mm 3b tw 100ct us was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that insulin would not flow during priming and sometimes during the injection. Verbatim: consumer reported no insulin flow when priming and sometimes when taking injections lot: 0057740 catalog: 320749 date of event: unknown samples: no cl".